Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump was not correctly calculating insulin boluses based on the blood glucose value entered in the pump. The reporter stated that the amount of insulin recommended by the pump is more than it should be. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.